Event description:
It was reported that the customer had a blood glucose level of 9 mg/dl. The customer stated she could not upload the data from her insulin pump to the computer. The product is being returned. Nothing further was reported.

Manufacturer narrative:
No carelink or bolus history anomaly was noted. Multiple boluses were programmed and monitored. All of the bolus deliveries were properly displayed and no alarm was noted during testing. The insulin pump passed the displacement test and the reset error test. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.